Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. D4: UDI # (B)(4). This complaint was confirmed. Visual examination of the returned product found signs of repeated use (dull) and the device has fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. Device was in the field for 7+ years and shows signs of repeated use. The root cause of the reported event is attributed to wear and tear from repeated use over time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Foreign report source: (B)(6).

Event description:
It was reported that during a knee revision the hex driver broke when it locked on the screw on the femur. This was not zimmer biomet implants.